Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with increased capture thresholds in their left ventricular (lv) lead and no capture on their right atrial (ra) lead. X-ray confirmed that both leads have been dislodged. The lv lead had slightly pulled back and the ra lead had completely dislodged. During revision procedure, insulation abrasion was noted on the lv lead and was explanted and replaced. The ra lead was repositioned on (B)(6) 2019. No patient consequences reported.related manufacturer reference number: 2017865-2019-13578.